Event description:
The following has been reported: biomed reported tubing set misloaded error each time when loading tube set. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage) an active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. The pump was returned for tubing misloaded alarms. Upon start up, it was noted the fva pins were not actuating properly. A visual inspection revealed that the fva pins were covered in contaminants. These pins were cleaned and the fva pin lip seals replaced. Cleaning did not resolve the issue and so a testing fva assembly was installed and this worked without error. The original encoder board for the fva was installed on the testing fva and this was still functional. As such, the fva should be replaced with the fva service kit using the original boards and motor.